Event description:
It was reported that the user experienced sustained high blood glucose readings around 309 mg/dl for nearly a day while using the ilet and attempted multiple meal announcements to correct; after performing a supply change, glucose returned to range and the user felt better, and the medical device problem was characterized as insufficient information with the device component also listed as insufficient information. Symptoms included hyperglycemia, headache, and malaise. Outcomes included a minor illness/impairment impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.